Manufacturer narrative:
.

Event description:
Case description: non-serious. This case is a report from a company sponsored support program in the united states referring to a female patient. The patient's mother provided this report in response to a call from the program vendor. No past medical history, concurrent conditions, allergies, or concomitant medications were reported. In 2006, the patient received nutropin aq (1.1 mg, qd, sc) for an unknown indication, the lot number for nutropin aq was unknown. The lot number for the pen device was e046 (needle size 29-g and 31-g). The first puncture date for the lot number in question was not reported. The patient's prior history of exposure to the lot number in question was not reported. The date of last administration prior to the onset of the event was not reported. In 2007, the patient experienced painful injections in the arms and thighs, and developed bruises (bruise). The reporter stated, the bruises were the size of a dime. The reporter further stated, that the event "occurred more frequently over the last two months as the dose knob on the pen had gotten harder and harder to push." No relevant laboratory tests or treatment for the event were reported and no action was taken with nutropin aq. It was noted that the pen was in use for one year with "multiple cartridges" used. The pen was kept refrigerated, and was never dropped, damaged, or exposed to moisture. It was reported that the patient was awaiting a replacement pen. At the time of this report, the outcome of the event had not been specified. Reports from patient support programs are regarded as solicited in nature and an implied casuality cannot be inferred. No other etiologic information was reported. This report was forwarded to genentech product. Additional information has been requested.